Event description:
It was reported that an edwards aortic bioprosthetic valve was diagnosed as severely stenotic nine (9) years after implant in (B)(6) old female patient. Patient was implanted with a transcatheter aortic bioprosthetic valve within the existing valve. There were no adverse patient effects as a result of the replacement. The patient is reported as stable.

Manufacturer narrative:
(B)(4). Report of edwards aortic bioprosthetic valve stenosis nine (9) years post implant; treated with implant of an edwards transcatheter aortic bioprosthetic valve in a valve-in valve fashion, patient is reported as stable. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.